Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse of the hosp reported to our sales rep that she was cleaning the instruments. During this she observed that dirt runs out from the inside after multiple cleaning. Also in the ultrasonic bath.